Event description:
Patient had been receiving an insulin drip via baxter flo-gard pump and it was to infuse at 4 units/hour. However, the pump infused - 100ml. Over - one hour. Patient's blood sugar did drop to 64, but he responded quickly to treatment. No adverse outcome to the patient.